Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions 3d performance system installed in a mobile unit, the system displayed an emergency stop condition and the unit could not be used. It was reported that the same issue had occurred the previous day. The user site reported that the event occurred prior to a patient exam. No patient or user injuries were reported. A hologic field service engineer (fse) investigated the device and reported that a vertical travel assembly (vta) fault occurred during mobile unit travel, with the c-arm moving downward and contacting the vta emergency stop. The fse removed the safety stop to move the c-arm upward, replaced the vta clutch/brake, and performed operational testing with no issues identified at that time. The fse advised the customer to check the system upon arrival at the home base to confirm whether any c-arm movement occurred during travel and to perform additional operational testing. No further information is currently available.